Event description:
Procedure type: radical prostatectomy. According to the reporter: customer reports that the distal staples did not form at the 3rd application. A sterile cartridge from the same lot will be returned for investigation. No pt injury or ill effect. The anastamosis was redone completely by hand using sutures. About 10 cm of small intestine tissue was lost. Additional operating room surgical time required: about 1 hour. No blood loss. No other info regarding the pt is available. Nothing fell in the surgical cavity. No reinforcement material used. Pt current condition reported as ok. The devices are being returned for investigation.

Manufacturer narrative:
(B)(4).